Event description:
It was reported that the stent implant was found to be dislodged from the omnilink stent delivery system balloon during preparation of the device prior to use. There was no resistance felt during removal of the protective sheath. The device was not used on the patient. A new stent delivery system was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.